Event description:
A bifurcated device was successfully deployed. It was noted that the pt had small iliac arteries. Upon retraction of the delivery catheter,the tip separated from the front sheath. The physician removed the intact portion of the delivery catheter, and was able to retrieve the separated tip via an extended the cutdown with forceps. Pt is doing well.

Manufacturer narrative:
Preliminary evaluation confirms tip separation consistent with previously reported field action, with manufacturing process (172) and operational context (326) contributing to the event. Review of lot records/work orders, prior reports. No issues were noted.